Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4).

Event description:
Baxter (B)(4) received a report that an intermate leaked before patient connection. Reportedly, "there has been liquid on the bottle and pooling in the amber bag upon opening." The device was filled with a solution of pamidronate. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unit containing 190 ml of fluid in the reservoir. The reported condition of a leak was not confirmed. Visual examination of the unit showed no evidence of a leak. A leak test was performed by filling the bladder with blue-colored water and monitoring the device for 24 hours. After the leak monitoring period, no evidence of leak was detected anywhere on the unit. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.